Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the head on the arterial side of a polyflux 140h set approximately 30 minutes into hemodialysis therapy with a non-baxter machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received and photographs were provided for evaluation. Visual inspection of the photos showed the sample header area with the blood protection cap attached. There is no visible leak. During visual inspection of the actual sample, the product was observed to be contaminated with blood and required disinfection. Functional leak testing was performed and a leak was observed from a crack in the header cap welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was not determined. Should additional relevant information become available, a supplemental report will be submitted.